Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficult to position or dissection; however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The 2.5x15mm xience alpine referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous and moderately calcified lesion in the right coronary artery. The 2.75 x 12 mm xience alpine stent was implanted successfully. Next, a 2.5 x 16 mm non-abbott stent was implanted. At this point, a distal dissection was observed, but it could not be confirmed if the stents were the cause, or if it was pre-existing. The 2.5 x 15 mm xience alpine stent delivery system (sds) wad advanced for treatment, but could not cross the previously implanted stents. It was then noted that the dissection had spiraled; therefore, the procedure was discontinued. The patient was placed on an intra-aortic balloon pump (iabp), and transferred to another facility. The treatment is unknown, but it was confirmed that the patient is clinically stable. No additional information was provided.